Event description:
The customer reported being currently hospitalized for high blood glucose and that the doctors thought the insulin pump had an issue, unknown. The customer did not wish to troubleshoot for the high blood glucose and terminated the call with the helpline. The customer mentioned not being on the insulin pump at the time of the call. The customer's blood glucose values were not reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.